Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare provider office called to report a bilateral capsular contracture baker grade iii and left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, wear abrasion, crease fold and stress marks. Base on the device analysis the final assessment is: opening crease sharp on radius assessed as fold flaw opening additional, changed, and/or corrected data: a4, d9, h3, h6

Event description:
Healthcare provider office called to report a bilateral capsular contracture baker grade iii and left side rupture. The device has been explanted and replaced.